Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined. Isi has requested the vse instrument for failure analysis investigation but it was confirmed that the site has discarded the instrument. If additional information is received, a follow-up MDR will be submitted. An isi advanced failure analyst (afa) engineer conducted a vessel sealer log review. Per the afa engineer, no errors had occurred for this vse instrument. There is a video recording of the procedure. However, as of the date of this report, isi has not received a copy of the video recording for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted abdominoperineal resection with sigmoid colectomy procedure, it was alleged that the vse instrument did not sufficiently seal the ima. The seal reportedly ruptured after the ima was sealed and transected with the vse instrument. As a result, the patient experienced excessive bleeding from the ima and the vessel was repaired with sutures and clips. The cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection with sigmoid colectomy procedure, a vessel sealer extend (vse) instrument did not sufficiently seal the inferior mesenteric artery (ima). The seal reportedly ruptured and the patient experienced excessive bleeding from the ima. Intuitive surgical, inc. (Isi) contacted the isi specialty sales manager (ssm), who was present during the procedure, and discussed the reported incident with the surgeon. The ssm provided the following additional information regarding the reported event: the vse instrument worked until the incident occurred. The surgeon had sealed and transected the ima with the vse instrument. Per the ssm, audible beeps were heard from the generator, indicating that the seal cycle was complete. There was tissue effect seen during the sealing cycle. There was no evidence of vessel calcification and no impediments. The ima was smaller than 7mm in diameter. Five minutes after the vessel was transected, the surgeon noticed a pool of blood. The ima was bleeding and the seal had reportedly ruptured. The surgeon clamped down on the bleeding ima using an unspecified device and controlled the bleeding with sutures and clips. The surgeon then completed the procedure with no further issues. The patient was reported to be recovering well. It was confirmed that the vse instrument was discarded and will not be returned to isi for evaluation. The surgeon speculated that the reported event occurred as a result of an insufficient seal of the vse instrument. The following are unknown: the estimated blood loss, if any blood transfusions were administered, and if there was an extended hospital stay secondary to the reported incident.